Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump not delivered right amount of insulin. The customer's blood glucose level was 360 mg/dl. The customer stated that they had issued with insulin delivery. The reservoir will not be returned for analysis.